Manufacturer narrative:
Na

Event description:
It was reported that the pacemaker would not interrogate. It would display the message "interrogating" and then freeze. At the last follow-up one year ago battery voltage was 2.72 v with an estimated remaining longevity of 1.25 to 2 years. The elective replacement indicator (eri) byte indicated that the device was not at eri. Multiple down- load attempts failed. It was noted that the patient fell in 2008, and may have damaged the device.